Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The facility reporter indicated the event occurred approximately 6 weeks prior from the date it was reported to the manufacturer representative. The date of (B)(6) 2011 is the estimate date. The device was not returned for investigation. Based on the reported information received, a definitive cause of this event could be determined, however, the retroperitoneal hemorrhage that resulted in the patient death appears to be related to the user deviating from the device instructions for use (IFU). The report received indicates an antigrade high stick was performed at the access site. The IFU indicates: the starclose se vascular closure system is indicated for the percutaneous closure of common femoral artery access sites. Do not use this device if the puncture site is located in the superficial femoral artery or the profunda femoris artery, since such puncture sites may result in a pseudoaneurysm, intimal dissection, or an acute vessel closure (thrombosis of small artery lumen). Perform a femoral angiogram to verify the location of the puncture site. It was also indicated that potentially a double stick (through the posterior wall of the artery) occurred. This action (if taken) is also against the IFU instructions. The IFU reads: do not use the starclose se vascular closure system if the puncture is through the posterior wall or if there are multiple punctures. There was no reported device malfunction. The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.

Event description:
It was reported that a physician, trained in the use of the starclose se, attempted arteriotomy closure of a common femoral artery (cfa) after an unspecified procedure. Reportedly, cfa closure was believed to have been successful, however, retroperitoneal hemorrhage (rph) occurred and the patient died at an unspecified time later. The primary cause of death was not reported. According to cath lab staff a high, antegrade arterial stick had been performed to perform vessel closure and potentially a puncture of the posterior wall was done which may have contributed to the rph. Reportedly, the starclose se did not malfunction. Though additional patient, event, and device information prior, during or after the event was requested, the facility declined to provide it.